Event description:
It was reported that this right ventricular (rv) lead experienced/exhibited undersensing. The company representative tried l.5mv and this reduced the undersensing and at lmv there was no undersensing. The rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).